Event description:
It was reported by the rep that the clip applier was applying clip that were not secure. The clips failed to ligate the vessels. It is unknown how the case was completed. There was no consequence pt.